Event description:
It was reported that during a stenting treatment procedure, removal difficulties and a stent dislodgement occurred. Vascular access was obtained via a femoral artery. The 90% stenosed target lesion was located in the moderately tortuous left circumflex (lcx) artery. A 3.75 ebu guide catheter and a .014' guide wire were positioned in the patient. The lesion was pre-dilated with a 1.5x10mm balloon. Inflations were performed in the proximal lcx, twice to 6-8atms and in the distal lcx, three times to 10-12atms. A 2.25x32mm taxus liberte stent delivery system (sds) was then advanced, but was unable to cross the lesion. The physician was unable to remove the sds via the guide catheter, so the 3 devices were withdrawn together as a unit. After removal, it was noted that the taxus liberte stent had dislodged from the sds and was located near the access site in the femoral artery. The physician was not concerned with the location of the stent and opted to leave it. The procedure was completed with a non bsc stent. No additional patient complications were reported and the patient's status was stable. 5 days post procedure, an operating forceps was used to remove the detached stent from the femoral artery.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties and a stent dislodgement occurred. Vascular access was obtained via a femoral artery. The 90% stenosed target lesion was located in the moderately tortuous left circumflex (lcx) artery. A 3.75 ebu guide catheter and a .014'' guide wire were positioned in the patient. The lesion was pre-dilated with a 1.5x10mm balloon. Inflations were performed in the proximal lcx, twice to 6-8atms and in the distal lcx, three times to 10-12atms. A 2.25x32mm taxus liberte stent delivery system (sds) was then advanced, but was unable to cross the lesion. The physician was unable to remove the sds via the guide catheter, so the 3 devices were withdrawn together as a unit. After removal, it was noted that the taxus liberte stent had dislodged from the sds and was located near the access site in the femoral artery. The physician was not concerned with the location of the stent and opted to leave it. The procedure was completed with a non bsc stent. No additional patient complications were reported and the patient's status was stable. At 5 days post procedure, an operating forceps was used to remove the detached stent from the femoral artery.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent was severely stretched along its length. The stent delivery system was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).